Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event and found a cable shortage. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The malfunction is not caused by design a definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a damaged cable caused by user operation. The issue may have been prevented by following the instructions for use: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
The customer reported to olympus the device is not showing a picture and there are some wire issues. There was no patient harm or injury reported. Additional details have been requested regarding the reported event. At this time, no response has been received from the customer.